Event description:
It was reported that, "when the surgeon was drilling the patient acetabulum to insert a screw, the detachable flex shaft broke. At that time, some black materials occurred from broken spring of detachable flex shaft. Then, the surgeon removed them and used a spare product."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.